Event description:
It was reported that the customer received hl-90 without presale from sma and still has european plug. Au plug was not converted. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed. The root cause of the reported issue was found to be that the unit sent didn't have its cable replaced to au type. The EU type power cord was replaced for au type power cord. D4 (UDI number) is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.